Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the customer noted that after two minutes into the operation, the harmonic ace instrument reported errors, and it's "clamp" cracked open. There was no report of any fragments falling inside the patient. The customer replaced the harmonic ace instrument with a back-up instrument of the same kind and completed the procedure with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint. The instrument curved blade was found to be broken. The blade broke at roughly 0.17 from the base. Broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches or cracks on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of broken instrument blades is associated with mishandling/misuse.